Event description:
The pk papyrus covered stent system was unable to cross a moderately calcified lesion (75 percent stenosis degree) in the moderately tortuous mid lad. When the device was removed from the patients body, the stent came off the balloon and stayed inside the copilot tuohy.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately. The stent is slightly opened over its entire length and is flattened in one half. The hemostatic valve used in the intervention was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.